Event description:
The customer experienced an elevated blood glucose (bg) level of "high", although a specific value was not given. Suspected cause was due to the customer¿s personal profile requiring adjustments. High bg was addressed by taking a manual correction injection. Customer updated their pump settings to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.